Event description:
The customer called regarding the discrepancies with the sensor glucose versus the blood glucose reading. Advised the caller to calibrate four times a day when his glucose level is stable, and call back if issues persist. The blood glucose reading was 188mg/dl. The customer called back and reported being hospitalized due to low blood glucose of 38mg/dl. The caller stated that he had been using the sensor glucose reading to treat instead of his blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.